Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g. 1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. PMA/510(k) # p100022/s014. The zisv6-35-125-6-120-ptx device of lot number c1383935 involved in this complaint was returned for evaluation, with the original packaging. The packaging was open on receipt. With the information provided, a physical examination and document based investigation was conducted. From the sales representative's testimony, it is known that a new stent was placed within the fractured stent portion, and over the remaining lesion. The customer was also contacted to request additional information. However, at the time of the investigation, this information was not available. On evaluation of the returned device, crinkles and rippling damage was observed on the outer sheath, with no clear pattern to the damage. The device was returned with 5cm of the stent still loaded in the delivery system. The device was flushed, and a new 0.035¿ diameter wire guide was advanced through the device with no issues. A kink or bend was observed in the outer sheath, just distal the strain relief. The engineers made an unsuccessful attempt to deploy the stent in the lab. The device handle was opened, and it was observed that the stent retraction wire was separated from the stent retraction sheath (srs). Distortion was observed in the separated portion of the retraction wire, roughly corresponding to the location of the kink in the sheath, distal to the strain relief. The complaint is confirmed as the failure was verified in the laboratory, with the retraction wire observed to be separated from the stent retraction sheath. Possible causes for this occurrence could include the kink in the sheath distal to the strain relief. The kink in the sheath could have also bent the retraction wire, which could have created resistance during the attempted deployment. The resistance could have caused or contributed to the retraction wire separating from the stent retraction sheath, and the failed deployment. The physician tried to pull the device from the patient after the failed deployment, which could have caused the stent to fracture. However, as the information is not available, and the circumstances of use cannot be replicated in a laboratory environment, a definitive root cause cannot be determined. There is no evidence to suggest that the customer did not follow the instructions for use. Prior to distribution all zilver ptx devices are subject to visual inspection and functional checks to ensure device integrity. A review of the relevant manufacturing records revealed no discrepancies that could have contributed to this complaint. Upon review of complaints, this failure mode has not occurred previously with this lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1383935. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. The fractured stent was covered with a new stent. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
The zilver ptx deployed partially, would not complete. So the physician pulled it out, thus resulting in the stent fracture and leaving some in.